Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received 6 inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. It was noted that ts discussed device reprogramming with the hcp. The device remains in service. No additional adverse patient effects were reported.